Event description:
It was initially reported the patient was experiencing a burning sensation when sitting in a chair. The burning feeling was at the location of the device pocket. The stimulator had been implanted in march. Sometimes in july, the patient began having the burning sensation in their back, near the device, when they cough or sit wrong in a chair. The patient was seen by the physician. No x-rays were performed, but adjustments were made to the device settings. The patient continued to have intermittent symptoms. The sensation was reportedly not continuous, but was felt at different times whether the device was on or off. The sensation was later described as a "zinging" sensation felt when the device was on but not felt with the device off. Palpating the device caused the sensation to be felt. Troubleshooting was being considered. Additional information has been requested.